Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The multifocal intraocular lens was received cut in half across the optic. Visual inspection of the optic parts took place and no optical deviations could be found. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. Manufacturing records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. Based upon the above and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All information available is included in this report. Device not received by the manufacturer.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. The initial multifocal implant was exchanged for a monofocal lens suggesting the patient was not able to adapt to the multifocality of the lens. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
A surgeon reported the multifocal intraocular lens was explanted 5 months after initial implant. Reason stated was the patient's complaint of blurred vision. The multifocal lens was exchanged for a monofocal without complication.